Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump does not alarm when the insulin was not delivering. Customer stated she notices sites are blocked when her blood glucose rises up to 500 or 600 mg/dl. Customer has over 20 units of insulin in the device. Customer was shipped a tubing clamp to perform high pressure test. Customer called back when tubing clamp was received. Customer declined troubleshooting for high blood glucose. Customer stated she has been high ever since she has been inserting manually because she had issues with serter. Customer's current blood glucose was 130 mg/dl. Fixed prime performed insulin did exit. High pressure test was performed and device did alarm. Customer was advised pressure was needed to cause the device alarm. No further information reported.